Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous left superficial femoral artery (sfa). An unknown guide wire was advanced and crossed the lesion. Pre-dilatation was performed with a 4mm x 150mm coyote balloon and a 6mm x 120mm non-bsc stent was implanted. The 5.0mm x 10mm mustang balloon catheter was advanced to post-dilate the stent. During the first inflation, the mustang balloon ruptured at 15atms on the initial inflation. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).